Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) , 2023. During the procedure, the clip was deployed; however, it took a while for the clip to release from the catheter. The procedure was completed with same original resolution 360 clip device. It was suspected that the scope was in a really torqued area and they had to use a lot of force to deploy the clip. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was deployed; however, the clip was difficult to release from the catheter. Eventually, the clip release after using a lot of force to deploy the clip and the procedure was completed at this time. There were no patient complications reported as a result of this event. Additional information received on march 13, 2023 it was reported that the procedure was completed another of resolution 360 clip device.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.